Event description:
The biomedical engineering department received a set of internal paddle handles from the hospital staff where the red rubber shock button membrane has a very small tear at the edge. The customer reported that the paddles have been sterilized 31 times. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.